Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted. During the procedure, it was noted that the patients act was 416. On (B)(6) 2023, the patient was hospitalized for chest pain and shortness of breath. A small pericardial effusion was found. On (B)(6) 2023, the patient was hospitalized and the effusion had grown very large. Pericardiocentesis was performed and 650ml of blood were drained. Plavix medication was discontinued. The patient is reported to be discharged. No additional information was provided.

Manufacturer narrative:
If device is returned, the manufacturer will assume destructive analysis can begin 10 days following issuance of this initial incident report, unless the national competent authority contacts the manufacturer within this time frame opposing a destructive analysis of the device.

Manufacturer narrative:
An event of chest pain, shortness of breath, cardiac tamponade and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted. During the procedure, it was noted that the patients act was 416. On (B)(6) 2023, the patient was hospitalized for chest pain and shortness of breath. A small circumferential pericardial effusion was found. No treatment was done, patient was sent home. On (B)(6) 2023, the patient was hospitalized and the effusion had grown very large, and became a cardiac tamponade. Pericardiocentesis was performed and 650ml of blood were drained. Plavix medication was discontinued. The patient is reported to be discharged. It is believed that the amulet device caused the pericardial effusion. Subsequent to the previously filed report, additional information was received that the effusion was circumferential and developed into a cardiac tamponade. It is believed that the amulet device caused the pericardial effusion.